Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The ventricular lead exhibited high pacing threshold. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable following the procedure.